Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator did not show up completely. This finding is not related with the incident reported. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was fired on the cystic duct, the jaw became not to be opened. As the firing trigger could not be moved, the device was pulled toward and then the device was removed from the tissue. As the target tissue was not damaged, another device was used to complete the case. There were no adverse consequences for the patient.